Event description:
It was reported that patient had bad seizure after implant surgery. The representative reported that the device was turned on the day of surgery. No other relevant information has been received to date.